Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with a feeding pump power adapter. The customer states, the power cord caught on fire after the pump was turned on.